Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : null. Device history batch : null. Device history review : null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: (B)(6) 2021: the investigation was re-opened upon receipt of additional information. No device associated with this report was received for examination. A worldwide complaint database search found no other related reported incidents against the provided product code/lot number combination since release for distribution. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the lot code was provided, a manufacturing records evaluation (mre) was not performed. Corrected: g1.

Event description:
Medical records received on 17 june 2019 were reviewed to identify patient harms/product issues on (B)(6) 2019. On (B)(6) 2013, the patient underwent total left knee arthroplasty due to osteoarthritis. The patella was resurfaced. The surgeon reported no intraoperative complications. The patient was implanted with the attune knee system and competitor bone cement. On (B)(6) 2018, the patient underwent a left knee revision due to stiffness, instability, and pain. The preoperative and postoperative notes indicated aseptic loosening. In the operative notes, the surgeon reported the tibial and femoral components seemed to be well fixed, undersized and the femoral component had some internal rotation, thus both components were revised. The surgeon indicated the patella was well fixed, in good position, and stable, so was retained. The patient was implanted with a competitor system and there were no complications to the procedure. Doi: (B)(6) 2013, dor: (B)(6) 2018 (lt knee).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Patient code: no code available (3191) used to capture the medical device removal.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient communication received. It was reported that for 5 years, the patient was experiencing pain, limited range of motion, unable to work and live a normal life with the attune knee until it was replaced in 2018 by a very talented surgeon but not by the one who gave me my attune knee that came loose from my femur and tibia. Doi: 5 years ago; dor: 2018, unknown knee.